Manufacturer narrative:
The patient weight was not provided. The serial number of the mobile power unit was not provided, therefore the device unique identifier (UDI) and manufacture date are not known. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic and during the system controller history interrogation a few no external power alarms were observed while the lvad was supported by the mobile power unit. The device operated on the system controller¿s backup battery during these events. A new mpu cord with locking mechanism was given to patient. A caregiver stated the patient occasionally disconnected both power sources due to confusion. The manufacturer¿s technical services representative reviewed the submitted log file and observed multiple no external power events noted within the log file on (B)(6) 2018 and (B)(6) 2018. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. Additional information requested but not provided.

Manufacturer narrative:
Correction/additional information: follow-up #1 MFR report #2916596-2018-02210 was inadvertently submitted without method/result/conclusion codes.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. Manufacturing investigation conclusion: no product was returned for evaluation. The no external power alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 21 days of data, spanning from 25apr2018 21:12:09 to 02may2018 09:41:42, per the timestamp. Pump power, flow, and pi ranged from 4.118-4.587 watts, 4.8-5.3 lpm, and 3.0-4.0, respectively. The fixed speed was set to 5,800 rpm and the low speed limit was set to 5,400 rpm. A power cable disconnect/low power hazard alarm was captured on (B)(6) 2018 22:35:02 and 1 second later, the ebb in use became active. The rsoc levels dropped from the expected 12 volts to 0 in approximately 4 seconds, activating the no external power alarms. All alarms cleared on (B)(6) 2018 22:35:17. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. Also noted in the log file, were three separate occasions where both power cables were disconnected on (B)(6) 2018 22:3507, (B)(6) 2018 04:28:42, and (B)(6) 2018 07:13:12. These events appeared consistent with the report that the patient disconnects both power sources occasionally in confusion. The controller's backup battery powered the pump during all of the events captured in the log file. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.